Manufacturer narrative:
Evaluation summary: no samples were returned for evaluation therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the defect experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Additional information was requested. (B)(4).

Event description:
An operating room supervisor reported that an unspecified number of knives did not cut during previous surgeries. Patient involvement is unknown. Additional information was requested, but is not available.